Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred. The customer's blood glucose level was 250 mg/dl and it was addressed with boluses. The customer loaded a new cartridge successfully. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issues were found.